Event description:
It was reported to boston scientific corporation on (B)(4) 2012 that an endostat iii generator was used during procedure on (B)(6) 2012. According to the complainant, during the procedure, the motor on the irrigation pump slowly stopped working. The procedure was still able to be completed with this generator. There were no patient complications reported as a result of this event.

Event description:
It was reported to boston scientific corporation on (B)(6) 2012 that an endostat iii generator was used during procedure on (B)(6) 2012. According to the complainant, during the procedure, the motor on the irrigation pump slowly stopped working. The procedure was still able to be completed with this generator. There were no patient complications reported as a result of this event.

Manufacturer narrative:
(B)(4) for the reported event of pump motor slowly stopped working. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
Investigation results visual evaluation of the complaint device found that the unit appears to be in fair physical condition aside from some sticker residue and some minor scratches on the cover. All knobs and switches appeared to function properly. The unit passed the endostat iii return evaluation procedure and was within all test parameters. The complaint could not be confirmed. All connections inside the unit were checked and wires were manipulated while power was activated and no problems could be found. The irrigation on the unit was then further tested (run for 30 minutes, alternating 60 seconds on, then 60 seconds off) and no problems were found. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications. A search of the complaint database revealed that no similar complaints exist for the specified serial number.